Manufacturer narrative:
The customer reported the issue of the autopulse platform displayed user advisory (ua) 12 (lifeband not present) error message was not confirmed during the archive review and during the initial functional testing. There were no device deficiencies found during evaluation of the platform that could have caused or contributed to the reported complaint. During initial functional testing, user advisory (ua) 45 (driveshaft not at "home" position after power-on/restart) displayed upon powering on the device, unrelated to the reported complaint. The encoder drive shaft position was not within the normally acceptable range. To remedy the issue, the driveshaft was rotated back to the home position. Per the autopulse user guide instruction, to clear user advisory (ua) 45, the operator needs to pull up the lifeband until the chest bands are fully extended. This action will move the driveshaft to its home position. The user advisory will persist until the driveshaft is returned to its home position. The autopulse platform passed functional test after drive shaft was rotated to the home position. Visual inspection was performed and found damaged front and bottom enclosures, unrelated to the reported issue. To remedy the damage, the front and bottom enclosures were replaced. The autopulse platform is a reusable device and was manufactured in august 2008 and is almost 11 years old. It has exceeded its expected service life of 5 years. This type of physical damage found during visual inspection is characteristic of normal wear and tear for the age of the device. A review of the platform archive was performed. There were no user advisory (ua) 12 error message occurred on (B)(6) 2019, as reported by the customer. The lifeband clip detect switch inspection shows that the switch lever was able to close and is in parallel position. The platform was verified using a standard belt test clip aid, the platform was tested and operated as intended without any user advisory (ua) 12 error message. User advisory error messages are designed into the platform when one of several conditions is detected. The user advisory (ua) 12 error message is easily clearable by the user. The user advisory (ua) 12 error message alerts the operator that the lifeband clip is not properly engaging the safety switches in the driveshaft. The user advisory (ua) 12 error message can be cleared by ensuring that the lifeband is properly installed and subsequently restarting the platform.

Event description:
During shift check, the crew could not attach the lifeband to the autopulse platform. In addition, the platform displayed user advisory (ua) 12 (lifeband not present) error message. The lifeband was inspected by the customer and no physical damage was observed. The lifeband was placed on another platform without any issue. No patient involvement.